Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had an allergic reaction to adhesive which caused the skin to be red, inflamed, and itchy. Patient claims her skin has had this reaction for the past two weeks. There is no permanent mark and the irritation is fading. Patient called doctor on (B)(6) 2013 and the doctor recommended using cortisone and benadryl. Patient is still wearing sensors but now applying a tegaderm patch before attaching sensor. At the time of the call, the initial rash was gone.